Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient came in for programming today and reported decreasing efficacy with his current programs than he has in the past. Upon running impedances, it was noted that there were impedances in electrode 6, 8, and 10 >10,000 ohms and his existing programs are using those electrodes. The rep created two new programs b and e today that did not utilize those electrodes and the patient reported adequate stimulation to the painful areas. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.